Event description:
It was reported that no flow was observed with an interlink lever lock. This occurred during priming. The device was connected to a solution bag and a secondary set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, it was reported that the device and connected check valve were not inverted and tapped prior to priming. This is a known cause for being unable to prime. Per the instructions received with the device the user is to invert and tap the device to ensure proper flow. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.